Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with five proglide devices, using the preclose technique via a 6f sheath, prior to an abdominal aortic aneurysm procedure. Reportedly, cuff misses were noticed for all five proglide devices. Two other proglide sutures were preplaced. The sutures were used successfully, after the interventional procedure, to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.